Event description:
It was reported air-in-line alarms without visible air. There was no information on patient involvement. The issue was reported to bd representatives during their site visit. Per customer, no further information is available.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.